Event description:
Physician was using the penumbra benchmark catheter and it broke / cracked causing leaking of fluids at the distal end of the device. Another catheter was used to finish the case. No harm to the patient.